Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set leakage event on (B)(6) 2026 due to which the patient faced hyperglycemia event. The leakage was at the site. The infusion set was in use for 2 days. The patient blood glucose was high at the time of the event and got treated with pen injection.the patient blood glucose was high was 2 hours. No further information available.